Event description:
It was reported that prior to an angiogram procedure, foreign material was noted on the sterile device. When unpacking the renegade catheter, "a transparent, stick and slip material" was found on the dispenser hoop. The procedure was completed successfully with another of the same device. The device had no contact with the patient.